Event description:
The complainant reported that the patient on impella cp support with a history of peripheral artery disease, peripheral vascular disease and clotting disorder. The patient lost pulse in the impella leg. The impella was removed. The patient was hemodynamic stable and survived.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Ischemia: the root cause of the ischemia was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.